Event description:
A healthcare professional reported that the system was working out of the parameters recommended. Postoperative results were reported to be satisfactory. No pt harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).